Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a (B)(6) patient developed a skin lesion from the lifevest. There was no alleged device malfunction contributing to the irritation. The patient's physician prescribed lotion and talcum powder for the skin irritation. It was also reported that the patient followed up with a dermatologist regarding the skin irritation. Outcome of the skin irritation is unknown.